Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old black female patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient reported she experienced a deflated left breast implant. A consultation with a medical professional was conducted. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On november 19, 2022, mentor was notified that the patient underwent bilateral removal with saline replacements. On (B)(6) 2022, mentor became aware that the replacements were 550cc mentor smooth round moderate plus profile saline breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 28, 2022, mentor received additional information. The healthcare professional reported that the patient was diagnosed with bilateral baker grade IV capsular contracture of her breasts in addition to the left breast implant rupture. As such, a second file was generated to document the contralateral event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-15623 for the contralateral event. Additionally, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On december 29, 2022, mentor received additional information that provided an updated implantation date of (B)(6) 2016. The appropriate fields has been updated. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).